Event description:
It was reported that the patient¿s system was removed due to (B)(6). It was noted there was vegetation on the leads. No further patient complications have been reported as a result of this event.